Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Information regarding the adverse event was not provided. Due to the limited information, this complaint event cannot be further investigated or confirmed, and a definitive cause, in addition to any potential product, patient, and/or user-related contributing factors cannot be definitively determined. There is no indication within the available information that a new or unexpected failure mode or harm/adverse event type has occurred or that the benefit-risk analysis for these products has been altered; therefore, no further risk analysis will be performed. However, this event will be included in complaint trending and actions will be taken as required upon detection of any trend signals. No further action or escalation will be taken at this time concerning this reported event. Should additional relevant information be received concerning this event, the complaint investigation will be re-opened and actions will be taken as appropriate. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly

Event description:
It was reported a 56-year-old male patient, who had thas in both hips, indicated that due to complications of the right side, they must always walk with crutches. They reported a 70% disability and an absolute disability. Additionally, the patient indicated they had pain and loss of mobility in their left. The prosthesis is totally worn requiring a future revision. This is 1 of 2 events for this patient.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.